Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing on the right atrial (ra) channel which was due to the device sensing the minute ventilation signal. It was noted that the oversensing was causing inappropriate mode switches. The rate response feature was programmed off and the device remains in service. No adverse patient effects were reported.